Event description:
It was reported that the user experienced repeated occlusion alerts after a supply change, with no visible kinks or air in the tubing and immediate insulin drops observed during a fill-tubing test; the user later replaced supplies again and the alerts ceased, and blood glucose peaked at 245 mg/dl and remained above 180 mg/dl for about one hour before returning below 180 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevated glucose with no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview, review of product use, and troubleshooting steps. Investigation of this case revealed no device exterior abnormalities and no air observed in tubing during testing, with resolution after supply replacement. It was concluded that the event involved an occlusion alert with transient hyperglycemia, with cause not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.